Event description:
Additional information received reported the patient resolved without sequela on (B)(6) 2012.

Event description:
It was reported that the patient experienced an open wound approximately 1/4 inch and wound dehiscence at the lead insertion site. Home health care was ordered for the patient, to perform daily packing with iodoform and to change dressing.

Manufacturer narrative:
Product ID 3093-28 lot# v952171 serial# implanted: (B)(6) 2012 explanted:; product typ lead product ID 3093-28 lot# v952171 serial# implanted: (B)(6) 2012 explanted:; product typ lead. (B)(4).